Event description:
While patient undergoing cardiac catheterization and percutaneous coronary intervention, it was noted that there was an additional curve in the curve/tip of the catheter. Reportedly, there was no harm to patient.